Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient resented to emergency room on (B)(6) 2024, after an aspiration event after vomiting at home which resulted in progressive dyspnea. The patient arrived on a non-rebreather mask with initial o2 spontaneous awakening trial 90% . The patient was shortly intubated after arrival. Bronchus was deemed to be normal and a sample was sent to pathology. The patient's blood cultures were positive for staph capitis. The patient was started on nafcillin.

Manufacturer narrative:
Section h6: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The source of the positive blood culture was not confirmed. The infection resolved.